Event description:
The customer stated that he tested his blood glucose using his contour meter and an accu-chek meter. The contour read 300 mg/dl, while the accu-chek read 88 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.